Event description:
It was reported that the piston on the pump did not fully retract , and a cartridge could not be loaded onto the pump resulting in the customer being hospitalized. The customer had reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump resulting in the customer being hospitalized. The customer had reverted to an alternate method of insulin therapy.